Manufacturer narrative:
The device was not returned. With review of the available information, there is no evidence to indicate any device malfunction or performance issues that would impact the reported event. There is no indication that the system contributed in any way to the drop in oxygen levels. Possible clinical factors that might have contributed to the drop in oxygen levels include the patient's pre­existing medical history and the administration of general anesthesia. Review of case file indicates that the splint may have contributed to the difficulty of oxygen restoration in the patient. After oxygen levels were restored, no further medical complications were reported as a result of this issue, case was completed free hand. Issues of this nature have been tracked and trended.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during a dental implant procedure with the neocis guidance system (ngs), the patient's oxygen levelsm (sp02) started to quickly decline following administration of general anesthesia. While attempting to administer oxygen to patient through a laryngeal mask airway (lma), the patient was not receiving the proper amount of oxygen levels to steadily increase sp02. Due to the sp02 levels quickly declining further, surgeon rocked the chairside patient splint (cps) off effortlessly and applied a oxygen mask to breath for him. Sp02 levels began to rise back to normal. It was also reported that the distal portion of the cps was shaved down to avoid poor dentition, which was against the clinical service representative's (csr) recommendation. Due to the removal of splint, procedure was converted to free hand. No further patient injury or additional medical intervention was reported as a result of this event.